Event description:
The dynamic tube could not be extended when the thread is turned. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
This event was reported in error. This is a external fixation device which is not implanted into the patient. External fixation devices are used to stabilize a fracture. Hospitals commonly have more then one external fixation system available. The fracture may also be temporarily stabilized by splinting. This event has not caused a serious injury to a patient and is not likely to cause a serious injury if it were to recur. Summary of evaluation: this event has been attributed to a mfg error. The product has been repaired and returned to the customer.